Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as touch contamination. The patient was treated with ancef and fortaz prior to and during hospitalization. The patient was recovering from the peritonitis. The patient experienced an excessive amount of fluid in their lungs and aspirated. The patient passed away due to respiratory and cardiac issues. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.